Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting of the event revealed small, inadequate prime volumes. The patient admitted to reusing tubing and the patient's health care provider described the tubing as looking dirty. The health care provider was to restart the patient on pump therapy with new tubing and insulin. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a physician reported that the patient was admitted with blood glucose (bg) 600mg/dl and a diagnosis of diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. It was stated that after 12 hours the patient¿s bg was ¿pretty good¿, insulin pump therapy was reinitiated, and the patient¿s bg elevated to 400mg/dl. The physician confirmed that the infusion set was changed by the patient¿s nurse but could not confirm if the tubing was changed as well. It was said that the tubing looked dirty and there was air in the tubing. A review of the prime history indicated that the priming amounts were inadequate and that the cannula was not being filled. The patient admitted that tubing was being reused, and that all use of the pump was done without parental supervision. The physician reported completing rewind, load, and prime steps while on the phone with customer support and primed total of 15 units correctly; the physician confirmed understanding that inadequate priming amounts were the cause of the hyperglycemia. This complaint is being reported based on the following conclusion: the patient experienced an adverse event because the tubing was not primed adequately.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no pump data from the time of the event due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. All loss of prime warnings observed in the pump history were related to replace cartridge alarms. During testing, the pump performed the ezprime steps successfully and exercised for 24 hours without issues. A force sensor calibration test was completed and confirmed the force sensor was detecting the correct force. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.